Event description:
It was reported that the patient presented remotely via remote monitoring. It was noted that the right atrial (ra) lead's impedance was significantly high. The patient was checked in office and the unipolar and bipolar pacing impedance was significantly higher than the normal range. An acute increase in pacing impedance was observed in (B)(6) 2024. The patient was referred to an electrophysiologist for further evaluation and potential ra lead revision. The patient was stable.

Event description:
New information received notes the right atrial (ra) lead was capped (B)(6) 2024 and replaced due to high pacing impedance, noise and no atrial pacing threshold on the right atrial (ra) lead. During this procedure it was noted that the ra lead was damaged due to significant subclavian crush. The patient was stable before, during and after the procedure.